Event description:
Boston scientific received info that this product was explanted due to infection. No additional adverse patient effects were reported. The product was kept by the hospital pathology department.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.